Event description:
It was reported that the insulin pump alarmed motor error during basal and no delivery during bolus. The customer had high blood glucose the day prior to the phone call and the day of the phone call the customer's blood glucose levels were above 500 mg/dl. At the time of the call their blood glucose was 286 mg/dl. The insulin pump was bumped but no physical damages. The customer had an x-ray but did not have the device in the room. No troubleshooting was done for the no delivery alarm since it was a past event and the alarm was resolved by changing the infusion set and the reservoir. The caller treated the customer's blood glucose with 5.0 units of manual injection and a drink, and the customer seemed to feel fine after an upset stomach. Multiple motor error and no deliver alarms were present in the history of the device. The customer switched to back-up plan. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.